Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to increasing pacing thresholds, lead was then replaced . No additional adverse patient effects were reported. (B)(6).